Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with trace diffuse lamellar keratitis (dlk) in right eye and 1+ in left eye, margin to margin, even/diffuse throughout. The topical steroid dosage was increased. Uncorrected visual acuity as follows: right eye 20/25, left eye 20/25 both eyes 20/20. Surgery consult scheduled in 3 days with surgeon. Patient on pred-gati (prednisolone and gentamicin) every hour today and every 2 hours until follow up visit. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of mild irritation in both eyes but reported that it was expected it post op. Patient reported symptoms are not interfering with daily activities. As of (B)(6) 2017 the patient is still being managed.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.